Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date, subsequently, was performed on (B)(6) 2014 due to wear of the acetabular liner. The acetabular liner was reported to have been removed and replaced during the revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.